Event description:
Plastic shard located on sterile needle of bd 1ml syringe, part # 309637, lot #6028958 cav10, expiration 01/2021. Plastic shard, if used would have potentially been pushed into the sterile injectable drug product vial or into the syringe for patient injection.